Event description:
It was reported that during a stage two implant procedure, the physician had difficulty unscrewing the lead from the percutaneous extension. The physician unscrewed all four grommets from the percutaneous extension, but still had to twist and pull to disconnect the lead from the extension. When the lead was disconnected, it had broken between electrodes 2 and 3. The physician had to remove the lead used for stage 1 (model 3093) and replace with a new lead (model 3090). The new lead was placed in s3 and impedances were within normal limits.

Manufacturer narrative:
(B)(4).